Manufacturer narrative:
Bayer case number: (B)(4) pain resembling [pelvic pain female], chronic fatigue [chronic fatigue] , cognitive disorders [cognitive disorders] , muscle pain [muscle pain] , weight gain [weight gain] , deficiencies minerals [mineral deficiency] , vitamin b12 deficiencies [vitamin b12 deficiency] , vitamin d deficiencies [vitamin d deficiency] , excessive sweating [excess sweating] , loss of sweating [sweating decreased] , sensations of heavy leg [heaviness in leg] , poor blood circulation [disorder circulatory system] , diffuse itching all over the body [itching all over] , fibromyalgia [fibromyalgia] , significant and abnormal hair loss [hair loss] , dry skin [dry skin] , thyroid dysfunction [dysfunction thyroid] , gastric pain [gastric pain] , abdominal swelling/ bloating [abdominal distension] , significant and excessive flatulence [excessive flatulence] , constipation [constipation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-feb-2026. The most recent information was received on 25-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain resembling") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 284 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), myalgia ("muscle pain"), mineral deficiency ("deficiencies minerals"), vitamin b12 deficiency ("vitamin b12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), hyperhidrosis ("excessive sweating"), hypohidrosis ("loss of sweating"), limb discomfort ("sensations of heavy leg"), cardiovascular disorder ("poor blood circulation"), pruritus ("diffuse itching all over the body"), fibromyalgia ("fibromyalgia"), alopecia ("significant and abnormal hair loss"), dry skin ("dry skin"), thyroid disorder ("thyroid dysfunction"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling/ bloating"), flatulence ("significant and excessive flatulence") and constipation ("constipation") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, myalgia, cognitive disorder, weight increased, vitamin d deficiency, mineral deficiency, vitamin b12 deficiency, hyperhidrosis, hypohidrosis, limb discomfort, cardiovascular disorder, abdominal pain upper, flatulence, constipation, pruritus, pelvic pain, fibromyalgia, alopecia, dry skin, thyroid disorder or abdominal distension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pain resembling [pelvic pain female] , chronic fatigue [chronic fatigue] , cognitive disorders [cognitive disorders] , muscle pain [muscle pain] , weight gain [weight gain] , deficiencies minerals [mineral deficiency] , vitamin b12 deficiencies [vitamin b12 deficiency] , vitamin d deficiencies [vitamin d deficiency] , excessive sweating [excess sweating] , loss of sweating [sweating decreased] , sensations of heavy leg [heaviness in leg] , poor blood circulation [disorder circulatory system] , diffuse itching all over the body [itching all over] , fibromyalgia [fibromyalgia] , significant and abnormal hair loss [hair loss] , dry skin [dry skin] , thyroid dysfunction [dysfunction thyroid] , gastric pain [gastric pain] , abdominal swelling/ bloating [abdominal distension] , significant and excessive flatulence [excessive flatulence] , constipation [constipation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain resembling") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 284 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), myalgia ("muscle pain"), mineral deficiency ("deficiencies minerals"), vitamin b12 deficiency ("vitamin b12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), hyperhidrosis ("excessive sweating"), hypohidrosis ("loss of sweating"), limb discomfort ("sensations of heavy leg"), cardiovascular disorder ("poor blood circulation"), pruritus ("diffuse itching all over the body"), fibromyalgia ("fibromyalgia"), alopecia ("significant and abnormal hair loss"), dry skin ("dry skin"), thyroid disorder ("thyroid dysfunction"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling/ bloating"), flatulence ("significant and excessive flatulence") and constipation ("constipation") and was found to have weight increased ("weight gain"). Essure was removed on 08-oct-2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, myalgia, cognitive disorder, weight increased, vitamin d deficiency, mineral deficiency, vitamin b12 deficiency, hyperhidrosis, hypohidrosis, limb discomfort, cardiovascular disorder, abdominal pain upper, flatulence, constipation, pruritus, pelvic pain, fibromyalgia, alopecia, dry skin, thyroid disorder or abdominal distension. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.